Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for cylinder is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump passed the microscope test. No leaks were identified. The pump did not pass the deflation test. The cylinders were microscopically inspected, and leak tested. The microscope and leak test found that the first cylinder had a hole and leaks in the proximal end of the cylinder from sharp instrument. No anomalies were found with the second cylinder. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of tube - hole/perforated and device - mechanical issue could not be confirmed; however, the pump not passing the functional test could affect product performance.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for cylinder is (B)(4).